Event description:
Lap. Cholecystectomy- "some clips were scissoring during the procedure. After the surgery the clip reopened, so the patient needed a second surgery. The patient has been moved to another hospital ((B)(6)). The surgeon informed us about this problem the (B)(6) without mentioning the patient injury, the week after the notification the tm went to the hospital and collected the first information, for the rest of the info she was forced to wait the surgeon presence in the pharmacy. The samples have been thrown away after the incident, so no samples available. No notification to the italian authority has been done by the hospital . The surgeon is an expert and older user of our direct drive clip applier since many years, and he never experienced this issue before." Patient status: "good".

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Although the root cause of your experience could not be determined, clip scissoring may occur if the application structure size or the clip application depth, prevent the clip tips from meeting during closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.